Event description:
Staphyloccocus epidermidis septic right knee [arthritis bacterial]. Right knee pain [arthralgia]. Swelling of right knee extending down to calf and foot [joint swelling]. Knee effusion [joint effusion]. Knee is more stiff [joint stiffness]. Difficulty walking [gait disturbance]. Chills [chills]. Low grade temperature [pyrexia]. Heat in right knee [joint warmth]. Asymptomatic bacteriuria [asymptomatic bacteriuria]. Diarrhea [diarrhea]. Constipation [constipation]. Spontaneous report received in the form of medical records on 29-jan-2009 from the pt, who is also a nurse, regarding a female pt. The pt had a history of previous synvisc injections in the left knee, osteoarthritis for 5 years, hypertension, coronary artery disease, stent placement, reflex sympathetic dystrophy, kidney stones and anxiety. The pt received two synvisc injections on unspecified date in 2008. Reported concommitant medications were atenolol, plavix, norvasc, lisinopril, aspirin, motrin, ocuvite, colace, fish oil and pravachol. The pt had an onset of right knee pain and swelling about three days after the second synvisc injection which was given on an unspecified date in the same month. The pt was seen in the emergency room the same month. The pt had swelling of her right knee extending to the calf and foot. The knee was aspirated and fluid showed a synovial white blood cell (wbc) count of 24420 and grew staphyloccocus (non-aureus) in thiol broth only. The pt was given dilaudid for the knee pain while at the hospital and was sent home on vicodin. Two days later, the pt was seen by the injecting physician. The pt reported occasional chills and a low grade temperature. The physician noted mild heat in the right knee, pain with motion and weight bearing. The pt was afebrile. The physician aspirated 10cc of cloudy fluid which was sent to culture and sensitivity. The physician also ordered a complete blood count. The pt was given a prescription of vicodin. The laboratory results of the synovial fluid the same day showed a wbc count of 18750, red blood cell (rbc) count of 5250 and the presence of calcium pyrophosphate crystals. The fluid grew 1+ staphyloccocus (non-aureus) in thiol broth only. The pt's white blood cell count was normal at 8.8 but the neutrophils were elevated at 75.5%. The pt was notified of the second positive culture and was asked to come to the emergency department and was admitted to the hospital five days later. It was noted that the pt's pain remained about the same during the past week, but the swelling had decreased. The pt denied fever, chills, nausea and vomiting but noted occasional diarrhea. It was also noted that the pt had difficulty walking. The presence of calcium pyrophosphate crystals in the pt's synovial fluid was consistent with pseudogout and the pt was started on colchicine. The knee was aspirated again and although the staphyloccocus (non-aureus) was thought to be a contaminant in the previous samples, the possibility of septic arthritis was not ruled out since the bacteria appeared in multiple cultures. The pt was given a single dose of unasyn. The pt was subsequently started on ceftriaxone 1gm IV daily. The pt had a urinalysis on admission that showed mixed gram-positive growth and was diagnosed with asymptomatic bacteriuria. No add'l antibiotics were added to treat this. The pt also underwent a venous doppler that day, that ruled out a deep vein thrombosis and baker's cyst as causes of the pt's right knee pain. The pt's pain increased for a week, during the venous doppler procedure and she was given dilaudid for the pain. Several days later, when the results of the arthrocentesis performed on admission showed staphylococcus (non-aureus), orthopedics was consulted and the pt was brought to the operating room to undergo an incision and drainage of the right knee the month after the original month. The pt's preoperative diagnosis was right septic knee. The pt was placed under general endotracheal anesthesia. The knee was aspirated and 5ml of synovial fluid was sent for culture and gram stain. An incision was then made in the knee and the knee was evacuated of gross pus. Another culture and gram stain was then sent to the lab. A trochar was placed within the knee joint to break up adhesions and the knee was irrigated with antibiotics impregnated solution, approx 9 liters. A small hemovac drain was placed and the knee was closed. The pt's postoperative diagnosis was right septic knee. Nafcillin was added to the pt's antibiotic regimen after the surgical procedure. Five days later, the pt was discharged from the hospital. The pt refused to have a PICC line. Upon discharge, the pt was placed on an antibiotic regimen of IV ceftriaxone 2g every 24 hours for 17 days which began the next day. The pt came to the hospital each day for the antibiotics. Two weeks later, the pt had a follow-up visit with the physician in the infectious disease clinic. The pt complained of constipation. The pt still had some pain and swelling in the right knee, could walk with a walker and continued with rehabilitation. The pt noted that her knee was more stiff than before. The pt indicated that her pain was much better than when she went to the emergency room. A week later, the pt was seen by a physician for follow-up. At that time the pt was off antibiotics. Her staples were removed and the incision was steri-stripped. The pt had not palpable effusion in the right knee and no significant swelling or erythema. The following month, the pt was seen by a physician for follow-up and was noted to have swelling and right knee pain that was worse upon walking, and standing weight bearing. The pt was seen by a physician a month later, for follow-up and had swelling and right knee pain that was worse with weather, walking and standing. The pt's right knee was prepped with betadine and the knee was aspirated. The pt tolerated the procedure well. The pt reported that she was still unable to work without limitations and was relying on others for assistance. As of the date of receipt of this report, the pt had not yet recovered. Additional information was received from the injecting physician on 06-feb-2009. The physician indicated that the bacteria isolated from the pt's knee aspiration was staphyloccocus epidermidis. The physician did not have culture results from the sample obtained in the operating room. The physician assessed the septic knee as possibly related to synvisc and said that it was also possibly related to the injection procedure itself.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.